Event description:
Asr revision recommended - left hip asr hip resurfacing system.

Manufacturer narrative:
Although the specific nature of the pt's complaint is unk, because revision has been recommended by depuy's third party claims administrator, it is reasonable to conclude that the pt's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This medwatch is a duplicate of 1818910-2011-12122. All updated information will be on that medwatch as this complaint was rejected as it was a duplicate.